Manufacturer narrative:
(B)(4). Although all affected equipment has been requested, the customer has declined an evaluation. A follow up MDR will be submitted if the device is received in the future for evaluation.

Event description:
The biomed reported an over infusion of potassium. The user set a rate of 100 ml/hr which is outside of their current guardrails max limit of 50 ml/hr. Their original data set allowed a rate of 100 ml/hr but that was changed shortly after implementation to the max limit of 50 ml/hr. He stated they implemented the alaris system in 2010 or 2011 and the data set was uploaded manually into each device at that time. They have wirelessly pushed out multiple data set revisions since that time but the associated pcu for this infusion was found to still have the original data set and had never received any revisions. Customer is confident he has identified the issue as a "bad" network card that prevented a new data set from being uploaded into the pcu. He has ordered a replacement and will be replacing the card himself. There was no report of patient harm and no medical intervention was required. Customer states no additional patient or event information is available.